Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found the geometry module was defective. After reviewing the log file, fse found geo module knob was defective. Fse replaced the geo module. After replaced the geo module, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry module was defective, which can impact geometry movements. There was no reported patient or user harm. A philips field service engineer (fse) replaced the geometry module, and the system was returned to use in good working order.